Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that an unspecified bd syringe experienced leakage during use. The following was reported by the initial reporter: "[pfizer covid19 vaccine] use for covid-19 under emergency use authorization (eua): when drawing up 1.8ml sodium chloride 0.9% to dilute pfizer covid-19 vaccine. The 3 ml syringe being used to dilute vaccine vial malfunctioned when plunging to dilute and allowed sodium chloride to pass around the seal and into the barrel around the plunger, FDA safety report ID# (B)(4)."